Event description:
It was reported that during the implant of this right atrial (ra) lead slightly high pacing thresholds were seen. The surgical team was waiting for the values to settle. When testing the lead through the pacing system analyzer (psa) fracture like noise was seen. It was believed there was an issue with the testing cables thus the device was connected to keep testing. Fracture like noise was seen when testing through the device as well. In addition, out of range pace impedance measurements were seen. There was no visible damage seen on the lead, no issue with the header and no blood in the header. The lead was reconnected with the pacing system analyzer (psa) and the same noise was seen thus a new lead was used. The new lead showed no issues when testing with the pacing system analyzer (psa) using the same testing cables and no noise seen with the device. Should the lead be returned this investigation will be updated. No adverse patient effects were reported.